Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 8/jul/2025, upon follow-up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius, this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained. As a result, additional patient demographics, temporal relationship to pd therapy, root cause of this infection, treatment details and the patient¿s current disposition remain unknown. In the intake, it was stated that the patient was hospitalized on (B)(6) 2025 and released on (B)(6) 2025 following severe abdominal pain. The patient received a new liberty select cycler post-discharge. There was no indication this event was related to the performance of any fresenius product(s) or device(s) in the follow-up. Additionally, there was no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis and associated hospitalization.

Event description:
On (B)(6) 2025, upon follow-up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius, this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained. As a result, additional patient demographics, temporal relationship to pd therapy, root cause of this infection, treatment details and the patient¿s current disposition remain unknown. In the intake, it was stated that the patient was hospitalized on (B)(6) 2025 and released on (B)(6) 2025 following severe abdominal pain. The patient received a new liberty select cycler post-discharge. There was no indication this event was related to the performance of any fresenius product(s) or device(s) in the follow-up. Additionally, there was no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis and associated hospitalization.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis cannot be determined. Though the cause was unknown, a majority of peritonitis infections are caused by nonadherence to aseptic technique through touch contamination involving the transmission of peritonitis causing pathogens. Regardless, in the absence of the required information, the liberty select cycler with the liberty cycler set cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.